Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ treatment implementation test failed. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the treatment implementation test failed. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the treatment implementation test failed due to an unknown cause, and the customer refused to pay for repairs, as the equipment was not under warranty. Due to the lack of troubleshooting on the device and based on the available information, we were unable to determine the cause of the reported problem, and it remains unconfirmed. We are unable to confirm the cause and final disposition of the device because the customer refused to pay for repairs, as the equipment was not under warranty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer refused to pay for repairs.